Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with a monitoring voltage of 2.96 volts and a charge time of 13.1 seconds. During a routine in-clinic follow up three months later, no eri indication was observed and the monitoring voltage was 2.95 with a charge time of 17.4 seconds. No adverse patient effects were reported. A copy of device memory was sent to boston scientific technical services (ts) for analysis.

Manufacturer narrative:
Review of device memory revealed that at the time eri was reached, the device was at beginning of life (bol) voltage levels and was using eri early life charge time limits, resulting in declaration of eri. After eri was reached, the battery voltage dropped to mid-life levels and switched to extended charge time limits, which caused the device to revert out of eri one month after eri had been reached. The device operated appropriately as the charge times were within the extended charge time limit. Subsequent information was received six months later that the device exhibited an extended charge time, exceeding the extended charge time limit, however, the device didn't reach elective replacement indicator (eri) as expected. Review of stored device memory revealed that the device had a battery voltage of 2.8 volts and recorded an extended charge time of 21.8 seconds. Then following a capacitor reformation, the device recorded a charge time of 17 seconds, which was within in the extended charge time limit. Boston scientific technical services (ts) discussed that two extended charge times need to be present to trigger eri. Additional information was received that the patient underwent a routine device replacement eight months later. The device was explanted and replaced. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.